Event description:
It was reported that a spectrum pump alarmed a constant closed door message when the door it closed. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval was confirmed and reproduced the reported symptom close door alarms. Eval found the force required to close the door to be above expected levels. Eval also found the door hooks to be out of adjustment. The door hooks and latch pins were replaced to correct this condition.